Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the total hip arthroplasty with the srom stem. The surgery was completed successfully without any surgical delay. During the postoperative periodic checkups, it was found that the srom stem was broken. The postoperative photo in 2019 showed that the stem had been already broken at this time. The patient has no particular symptoms, so that the surgeon has no plans for revision surgery. The surgeon requested to know if there are any reports of similar cases. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history batch: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.